Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer did not take action to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.